Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's power management board, internal battery and detachable battery cable will be replaced to address the issues. The device has been evaluated but not repaired, pending customer approval of the estimate.